Manufacturer narrative:
The manufacture has not received the device and is unable to conduct an evaluation. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed.

Event description:
The patient's husband contacted coopervision to advise that after wearing contact lenses that the patient now has a corneal ulcer. The patient received treatment for the alleged corneal ulcer. The patient is not sure of the lot number (initially the patient provided inaccurate lot number). The patient was prescribed prednisolone acetate drops and ciprofloxacin. The ophthalmologist advised the patient that their eye is getting better. Good faith efforts were made and coopervision is awaiting the requested additional information. Next office visit is friday ((B)(6) 2015).